Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken curved blade at the base. A piece approximately 0.530" x 0.084" was found to be broken and it was returned. Additional observations : the instrument failed an energy recognition test on all attempts when connected to an in-house energy generator. The probable root cause of energy recognition failure is related to the broken blade. The probable root cause of broken blade is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer was unable to activate the harmonic ace instrument via a third-party generator. It persistently generated an error asking to change the instrument. There were no reports of fragment(s) falling into the patient's anatomy. The procedure was completed with no reported injury.